Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: before starting with the sw update 1.2.3 we tested the psa. See pictures out of spec. New psa need to be installed. During installing this psa the o-ring from the inspiratory valve was visible in sillecone tubes see pictures. Also installed a new inspiratory valve. Summary: during service software : pressure sensor assembly test fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective pressure sensor assembly. Correction: replacement of the defective component.